Manufacturer narrative:
Physio-control evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to the lid switch, sw5. The device was destructively tested. The customer has been provided with a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation physio-control observed that the device doesn't turn on when lid opened. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.